Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the dermatome blade did not oscillate during use. When disassembling the blade, it was found that the white notch had broken off. The device caused a gouge in the patient. No additional consequences have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On march 8, 2018, it was reported that the blade did not oscillate during use. When disassembling the blade it was found that the white notch had broken off. The device caused a patient gouge. The customer returned a dermatome an device, serial number (B)(4), for evaluation. The customer also returned a hose, screwdriver and 1¿/2¿/3¿/4¿ width plates, for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. When reviewing the DHR for this device it was noted that machine heads from the supplier, criterion, were used to build some of the devices on this lot. Through investigation it was determined that the chamfer on the width plate screw feature from this supplier was not sufficient enough to allow the width plate to be properly seated. A stock investigation was performed and the effected components have been quarantined and all effected product will be subsequently reworked. Zimmer biomet surgical has not previously repaired/evaluated dermatome an serial number 700169 as documented in the repair reports in livelink. Product review of the dermatome an on march 12, 2018 revealed that the device operated erratically. The service technician discovered that the needle bearing had come off of the shaft. The thickness control lever was below torque specifications but the device was within calibration and side to side specifications at all tested thickness settings. Product review of the dermatome an on june 7, 2018 revealed that the e-clip that holds the need bearing in place had fallen off. The calibration was within specifications. The control bar was low and the needle bearing was off the shaft causing the motor speed to be erratic. Repair of the dermatome an was performed by zimmer biomet surgical on june 7, 2018 which included replacement of the e-ring. Dermatome an, serial number (B)(4), was then tested and functioned properly. The device was then added to the loaner pool. The reported event was confirmed since during the initial inspection it was noted that the clip holding the needle bearing was missing and the needle bearing was moving freely within the head of the device. The cause of the blade not oscillating was due to the needle bearing coming free of the assembly. Without the needle bearing in the correct position the reciprocating arm will be unable to move properly. The cause of the notch being broken off from the blade was due to the reciprocating arm moving too freely. Without the clip the needle bearing was allowed to travel a further range of motion than normal. This caused the notch on the blade to come into contact with the side of the machine head and over time sheared off the plastic notch. It is unknown with the information that was provided, however, how these events occurred. Therefore, the root cause of the reported event could not be specifically determined with the information that was provided. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Patient information and event clarification were received on june 27, 2018. This report is being filed as a supplemental and final medwatch. Zimmer biomet will continue to monitor for trends, as applicable.

Event description:
It was reported that the blade did not oscillate during use. When disassembling blade it was found that the white notch had broken off. The device caused patient gouge. The event occurred at a hospital, during surgery and had direct patient impact, alleged deficiency. There was patient harm, but no delay occurred. The alternate device was used to complete the surgery. Follow up indicated that there was no unplanned skin graft needed, the surgical technique was utilized. Further follow up confirmed that there was no additional surgical procedure required. Follow up also clarified that the harm to the patient was that the dermatome cut too deep, and the skin had to be cut off with scissors. No additional consequences have been reported as a result of this malfunction.